Event description:
The following was reported by the attorney for the patient: on (B)(6) 2006 - the patient underwent a ventral incisional hernia repair with ventralex hernia patch. On (B)(6) 2008 - the patient began experiencing severe abdominal pain with burning and stinging. On (B)(6) 2009 - the patient underwent repair of his ventral hernia with bard ventralex mesh. On (B)(6) 2009 - the patient began experiencing severe abdominal pain and his physician recommended laparoscopic repair of the hernia mesh. On (B)(6) 2010 - the patient underwent repair of a ventral hernia. During the surgery, it was discovered that the ventralex hernia patch had buckled and "was folded over on itself". The hernia mesh patch had to be "tacked up in place also with the pro tacker". The attorney alleges the patient endured a painful and protracted recovery process during which his activities were restricted and he was unable to lift heavy objects. The patient has suffered and will continue to suffer physical pain, harm and injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney reported the patient underwent repair of a ventral hernia with ventralex hernia patch on (B)(6) 2006. On (B)(6) 2009, the patient underwent repair of another ventral hernia with a second piece of ventralex mesh. The attorney alleges the patient underwent repair of a ventral hernia on (B)(6) 2010 where the ventralex hernia patch was noted to be "folded over". The ventralex mesh was tacked in place. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The attorney alleges the patient was treated for a recurrence which is a known adverse event listed in the IFU. Additionally, there is no indication the ventralex mesh that was allegedly "folded" was explanted. No product identifiers have been provided, therefore a manufacturing review is not possible. With the currently available information, no conclusion can be drawn at this time. See MDR 1213643-2011-00430 for information related to the ventralex hernia patch implanted on (B)(6) 2006.